Manufacturer narrative:
H10 - one used full 250ml container, 0.9% nacl by b/braun + docetaxel drug, one used infusion adapter c100 by bd phaseal, one used bd alaris pump set, one used list # unknown, spinning spiros; lot # unknown, one used list unknown, spinning spiros; lot # unknown was returned for evaluation. Leaking was confirmed in one of the two returned spinning spiros. The leakage was from the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review could not be completed since no list and lot numbers were provided.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involved an unspecified spiros where a leak was noted coming directly from the middle of the spiros during an unspecified chemotherapy infusion. A leak of a small drop was initially noted by the patient. This resulted in a delay in treatment for the pharmacy to remake the drug, which was then infused. The chemotherapy spill was cleaned up per protocol. The customer reported that a spill kit was not used, as the spill was not large enough of a value. There was patient involvement, and although there was a delay in therapy reported; there was no adverse event, or human harm and no blood loss or bleedback.